Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent implantation procedure on an unknown date (reported as q1 2017). According to the complainant, in (B)(6) of 2017, the stent was noted to be encrusted and was unable to drain. The calcification made the stent difficult to remove. The physician broke the stent into pieces, and was able to remove the entire stent piece by piece using forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. (B)(4) for the reported event of "stent calcified" and ¿stent difficulty removing¿. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a stent implantation procedure performed on an unknown date. According to the complainant, the stent was noted to be encrusted making it difficult to remove. The physician had to break the stent to remove it. The stent was completely removed using forceps. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.